Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). Analysis of the recharger (serial# (B)(4)) found that is was scrapped due to possible bite marks in the donut. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger (rtm) was getting hot and burned the patient. The patient said they could not charge the ins. A replacement rtm was sent to the patient. No symptoms were reported. No further complications were reported/anticipated.